Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure the customer's truespan peek 12 degree would not deploy the first implant. The surgeon pulled the trigger, the device made a click sound, and nothing happened. The procedure was completed with another like device with no patient harm or surgical delay to the case. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received for evaluation. Visual inspection reveals that the handle that the red trigger lever mechanism is broken. There were no anomalies noted on the distal end of the device. The sleeve was removed from the shaft and both of the implants and the suture are not inside of the device. Visual inspection under magnification shows that the shrink tubing has a loose area on the end indicating that the implants were initially in the gun. This complaint cannot be confirmed for the reported failure will not release. The probable root cause of the defect that was found is an excessive force was applied to the trigger handle when the distal end of the device was up against a hard surface such as a bone. This causes the spring that is used to return the handle to its original position to have fallen off the post that secures it. A manufacturing record evaluation was performed for the finished device lot number on (B)(6) 2019, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).